Manufacturer narrative:
Section a2: unknown, information requested but not provided. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613: minor injury/illness/impairment: blurry vision. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model diu450, was implanted in the patient¿s right eye. Post-operatively, the patient experienced blurred vision and was unable to adapt to the toric lens. The lens was subsequently exchanged for a different model (dcb00, 21.5 d). The complaint device was discarded. No additional information was provided.